Manufacturer narrative:
The investigation of automated impella controller (aic) - battery failure (red alarm) has been completed. After reviewing the imc logs, the reported battery failure issue was confirmed. The console was tested after arriving in field service. Battery failure alarm issue was able to be reproduced. The root cause of this issue was depleted batteries which resulted in battery lockout.

Event description:
Us complainant reported that the automated impella controller (aic) had been locked in a closet and not plugged in for an extended period of time. When turned on, a battery failure alarm was displayed, and the aic was unable to recharge when plugged in. No patient harm has been reported.

Manufacturer narrative:
The impella device has been returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.